Event description:
It was reported that there was a travel coarse error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top case had a cracked front corner. The screw mount on the left plunger case was broken. During the multiple flow and occlusion testing, the reported problem was duplicated. The root cause of the issue could not be determined. Replaced clutch half's left and right and replaced leadscrew and spring as a preventative measure.